Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had been having groin pain in their right side for weeks and received an x-ray ordered by their physician. The device was turned off. The x-ray showed that the lead had migrated four centimeters. The patient reported falling often and their last fall two days prior was bad. The patient was prescribed medication for their back pain and had an appointment to see their physician and a lead revision was then scheduled. With the device turned off, the patient was having difficulties urinating. The patient underwent a lead revision. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator had been having groin pain in their right side for weeks and received an x-ray ordered by their physician. The device was turned off. The x-ray showed that the lead had migrated four centimeters. The patient reported falling often and their last fall two days prior was bad. The patient was prescribed medication for their back pain and had an appointment to see their physician and a lead revision was then scheduled. With the device turned off, the patient was having difficulties urinating. The patient underwent a lead revision. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain, urinary retention and leads migration ware defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.